Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported they stopped feeling stimulation and experienced a loss of therapy on (B)(6) and it wasn't working. The patient clarified she was using her patient programmer (pp) to increase stimulation on all three programs but was afraid to increase very far. The patient started at 1.0 on program 3 and confirmed with the pp stimulation was on and increased to 1.6 and didn't feel anything. She tried other programs and nothing. There were no traumas or falls reported that could be related to this issue. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.